Event description:
Per the clinic, the patient experienced ear pain. The patient was placed under general anesthesia on (B)(6) 2025; in order to explant the device and reimplanted with another cochlear device during the same surgery.